Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited post paced t-wave oversensing. The device was reprogrammed and remained implanted. No additional information was available at this time.